Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported an incompatible sensor message (attempted use of libre 2 sensor with libre 1 reader). Due to delivery delay, customer reported an adverse event in which they had symptom of lack of balance and required treatment from a healthcare professional. Details were not provided as customer declined to answer further questions. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Sensor found to be in state 1 (storage state) .extracted data from the returned sensor using approved software. Insertion failures were not observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. This issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported an incompatible sensor message (attempted use of libre 2 sensor with libre 1 reader). Due to delivery delay, customer reported an adverse event in which they had symptom of lack of balance and required treatment from a healthcare professional. Details were not provided as customer declined to answer further questions. There was no report of death or permanent injury associated with this event.